Manufacturer narrative:
8/30/05 the following results were reported: inratio lab 4.5 3.5 a product specialist recommended a correlation study be performed. The results of the study show the inratio meter to be consistently higher than the lab by 1.0 per tr 0150, the calculated mean of the inratio meter and comparative system inr is 4.0 the confidence limits for this mean ar e2.3- 5.6. The reported inr values from the complaint were 4.5 and 3.5 both values are not considered discrepant within the context of the documented variability fo rinr testing. Therefore no further testing is required at this time.

Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported inratio lab erro 114 6.6 6.1 4.3 during troubleshooting it was discovered that the patient was having a difficult time obtaining an adequate blood sample and applying it to the strip. Technical support provided training on sample collection and application to the stirp. Customer satisfied with training and will perform additional test and call back with results. 8/23/05 the following results were reported: old strip 2.3 new strip 2.4 lab 2.4 patient will perform additional comparison testing and call back with results.

Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio: error 114; 6.6;6.1; lab: 4.3. During troubleshooting it was discovered that the pt was having a difficult time obtaining an adequate blood sample and applying it to the strip. Technical support provided training on sample collection and application to the strip. Customer satisfied with training and will perform additional tests and call back with results. In 2005 the following results were reported: old strip - 2.3, new strip - 2.4, lab - 2.4. Pt will perform additional comparision testing and call back with results.